Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had occasional intermittent over sensing of atrial fibrillation (af) and tachycardia episodes. The device remains in use. No patient complications have been reported as a result of this event.